Manufacturer narrative:
Sections with additional information as of 03-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness, shakiness and feeling weak. Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Daughter-in-law is calling on behalf of the customer. The test strip lot manufacturer¿s expiration date is 07/31/2021 and test strips were opened one week prior to call. The product is not stored according to specification (kitchen). The customer did have another vial of unopened test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 441 mg/dl using true metrix meter; customer was satisfied with the result obtained. Customer stated that he is aware his blood glucose is high. At the time of the call the customer reported symptoms of dizziness, shakiness and feeling weak; medical attention was not needed at the time.